Manufacturer narrative:
The reported guide wire was received for analysis. The guide wire was fractured, and the spring tip was not returned. Scanning electron microscopy showed the guide wire fractured due to excessive torsional forces. No galling or deformation were found on the guide wire. Due to the details reported, it is hypothesized that the spinning driveshaft made contact with the spring tip causing the fracture. At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The diamondback 360 coronary orbital atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire and coronary orbital atherectomy device (oad) were selected for treatment of an 80% stenosed lesion in the mid-circumflex artery via a radial approach. The artery was 2.5mm in diameter. The viperwire was placed, and the oad advanced to the lesion using glideassist mode. During an adjustment of the viperwire, the spring tip contacted the oad and fractured. Attempts were made to retrieve the fragment with a snare, a balloon, non-csi guide wires, and aspiration, but none were successful. The following day, a second catheterization was performed, and the fragment was stented to the vessel wall. The patient was discharged, but was later readmitted with an elevated creatinine due to contrast. As of (B)(6) 2020, the patient was still hospitalized, however, their creatinine had returned to baseline. The patient was discharged on (B)(6) 2020.